Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Patient received an appropriate shock during vt. Post shock sinus rhythm was 100 bpm. Patient reported a burn mark under the front therapy electrode following the treatment. Patient reported the skin was red. Patient reportedly went to the hospital but it is unclear if any medical intervention was provided for the burn. The outcome of the burn is unknown as follow up attempts were unsuccessful. Patient continues to wear the lifevest.